Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient was explanted the week prior to the report as stimulation was not working as the patient expected since implant. The patient had good relief with the trial. It was also reported that the device was not working. The patient had been through multiple programmings and was feeling electrical stimulation from umbilicus down to legs. The electrical stimulation was not localized to where the patient should have been feeling it, and the patient had to recharge twice a day and would have to sit at length to try and recharge. Since being explanted, the patient had discomfort, headache, and pain/redness/inflammation at the pocket site, so they were prescribed keflex and toradol. The pain at the pocket extends to the iliac crest and into the abdominal area. The health care provider saw the patient again on the day of the report and the pocket looks better and the headache is gone, but they didn't know if the pain that the patient is experiencing should be persisting once they got the possible infection under control. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient complained of a burning sensation at the ins site. The patient felt that it was burning during use and during recharging. It was also reported that it burned when it turned on. The patient stated that if felt like they were being shocked from the back down. It was noted that all impedances were normal and the patient never had the overheat message on the controller. The system was explanted on (B)(6) 2018. No further complications are anticipated.

Manufacturer narrative:
Analysis of the ins (serial# (B)(4)) found no anomalies. The returned device passed all testing in the laboratory and no anomalies were identified. Due to the reported complaint, a connector block leakage test was performed and normal impedences were observed, indicating there were no electrical leakage paths in the connector area. The ins passed the final functional test on the automated test console. The adaptive stim feature on the ins was tested at the settings the ins had when it was received and no issues were noted. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a heat test of the ins was performed to determine if the ins generated any heat while recharging. The ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 97791, serial#: unknown, product type: accessory. Product ID: 97791 serial#: unknown, product type: accessory. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.